Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had b30 (scope communication) error during preparation for use prior to an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there was an b30 error message (no image). In addition, it was noted, the switch button 1 to switch button 4 not working, there were dents throughout light guide and insertion tube, the connector had fluid invasion, the scope connector was dry, the plug unit had deep scratches and a hair line crack was on the golden pins without a leak and had an incorrect label. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error occurred due to the following device handling: earth wire of the system was not connected. Insertion/removal of the scope connector while power of the system was on. Dirt and/or fluid was adhered to the scope connector contacts, however, a final root cause was unable to be identified. The following is included in the instructions for use: ¿operation manual: important information: please read before use: warnings and cautions: do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor.¿ olympus will continue to monitor field performance for this device.